Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to technical services on (B)(6) 2013 states that patient was having farfield oversensing on atrial channel leading to inappropriate mode switches. Patient does have retrograde conduction at about 200ms, post-ventricular atrial refractory period (pvarp) programmed to 300ms. Atrial tachy response (atr) episode 26849 in latitude confirmed the farfield oversensing on right atrial (ra) electrogram (egm) after a ventricular pacing. Prior to mode switch it looks like patient does have 1 :1 av synchrony, though at maximum tracking rate (mtr), and after mode switch then it has fallen back so it is no longer tracking. Atrial blank after ventricular pacing is currently set to 105ms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).